Event description:
Caller from assisted living facility reported the advantage system gave a blood glucose result of 78 mg/dl at a time when the customer was symptomatic of hypoglycemia. Another resident's meter gave a result of 32 mg/dl. Customer was given orange juice and glucose gel by the care giver. A request was made for the return of the system, and a replacement was sent.

Event description:
Caller from assisted living facility reported the advantage system gave a blood glucose result of 78 mg/dl at a time when the customer was symptomatic of hypoglycemia. Another resident's meter gave a result of 32 mg/dl. Customer was given orange juice and glucose gel by the care giver. A request was made for the return of the system and a replacement was sent.